Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg stat results from the cobas e411 disk analyzer. The initial result was <3 miu/ml, and a doctor questioned the result. The customer tested the patient¿s urine for hcg, and it was positive. No specific data was provided. An ultrasound had also been performed, which showed that the patient was pregnant. The original sample was poured into a new cup and tested with a 1:5 dilution. The analyzer gave an alarm and no numeric result. The customer cleaned the sample/reagent probe and repeated the sample. The analyzer gave an alarm and no numeric result. The customer found that the sample/reagent probe was touching the side wall of the cover and then stopping. The customer then found that the sample disk protective cover was broken. The customer "taped the unit" cover and repeated the sample with a result of >10000 miu/ml. The customer tested the original sample cup on another cobas e411 in the laboratory, and the result was >10000 miu/ml. The patient was redrawn, and the result for the new sample was >10000 miu/ml.

Manufacturer narrative:
The field service engineer replaced the broken cover table assembly and ran performance testing. The investigation determined that the service actions resolved the issue.